Event description:
The customer reported being hospitalized due to low blood glucose. The customer does not remember the details of the event. The caller stated that he was in the hospital for five days while his blood glucose was treated and back to normal, then he was released. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.